Event description:
The customer obtained a non-reproducible higher than expected vitros trop I es result (0.905 ng/ml) from a single patient sample run on the vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected vitros trop I es result was initially reported out of the laboratory. However, a corrected report (< 0.012 ng/ml) was issued upon repeat analysis. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible higher than expected vitros trop I es result was obtained from a single patient sample run on the vitros eciq immunodiagnostic system. Service actions were performed, however there was no evidence in the pre-service vitros trop I es precision testing to indicate an instrument malfunction. In addition, there was no evidence to suggest a reagent malfunction had occurred. The investigation did not determine whether the sample in question was processed in accordance with the tube manufacturer's recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this is unknown. A definitive root cause could not be determined. However, pre-analytical sample processing cannot be ruled out as a potential contributing factor. The root cause of this event is unknown.